Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification which revealed that the lens was in two halves with surfaces residuals (debris/particles) compatible with handling the lens such as during the implant and explant process. The complaint as reported for a torn iol lens could not be attributed to a manufacturing error since it was cut and explanted from a patient. The alleged reported defect was difficult to see due to the condition in how the lens was received for evaluation. Based on the investigation the most possible cause for a torn optic may be related to implantation system issues. Based on the investigation no manufacturing cosmetic condition was confirmed. The defective findings observed are associated to the lens that has been explanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that an intraocular lens (iol) was removed and replaced because the lens was split in half. To remove the iol the original incision was enlarged.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record for this serial number were within specifications and compliance. No deviations or nonconformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.